Event description:
(B)(4). It was reported that following a coronary artery stenting procedure, the patient experienced angina pectoris. The lesion being treated in the index procedure is unknown. The physician implanted a taxus liberte stent of unknown size on an unknown date. The patient was discharged. In (B)(6) 2010 at the 6 month follow up , the patient developed angina and was treated with nitropen. In the opinion of the physician the event is possibly related to the taxus stent.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)